Manufacturer narrative:
The following fields have been updated with additional/corrected information: h.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were visually inspected with no label issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H.6. Imdrf annex b grid : b03 - testing of device from same lot/batch returned from user d.4. Medical device lot #: 2326093. D.4. Medical device expiration date: 30-nov-2023. H.4. Device manufacture date: 22-nov-2022.

Event description:
It was reported when using the unknown bd tube blood collection product, tube was without a presentation label, that is, it did not have the batch information, expiration date, or invima registration. The following information was provided by the initial reporter. The customer stated: "being 8:20 am, when the second blood sample was taken for a post-3 glycemia of the patient with cc (B)(6), a pregnant patient of 29 weeks of gestation, at the moment that I was preparing the supplies for this taking evidenced that the yellow cap collection tube was without a presentation label, that is, it did not have the batch information, expiration date, or invima registration. That was in the rack does not have a presentation label."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown.

Event description:
It was reported when using the unknown bd tube blood collection product, tube was without a presentation label, that is, it did not have the batch information, expiration date, or invima registration. The following information was provided by the initial reporter. The customer stated: "being 8:20 am, when the second blood sample was taken for a post-3 glycemia of the patient with cc 1001096817, a pregnant patient of 29 weeks of gestation, at the moment that I was preparing the supplies for this taking evidenced that the yellow cap collection tube was without a presentation label, that is, it did not have the batch information, expiration date, or invima registration. That was in the rack does not have a presentation label."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unknown bd tube blood collection product, tube was without a presentation label, that is, it did not have the batch information, expiration date, or invima registration. The following information was provided by the initial reporter. The customer stated: "being 8:20 am, when the second blood sample was taken for a post-3 glycemia of the patient with cc 1001096817, a pregnant patient of 29 weeks of gestation, at the moment that I was preparing the supplies for this taking evidenced that the yellow cap collection tube was without a presentation label, that is, it did not have the batch information, expiration date, or invima registration. That was in the rack does not have a presentation label."